Event description:
It was reported to boston scientific corporation that a cre fixed wire catheter balloon was used during an esophagogastroduodenoscopy (egd) dilatation procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was attempted to be deflated; however, the balloon was unable to deflate completely and could not be removed back into the endoscope. Reportedly, the balloon was successfully removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of balloon deflation failed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.